Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the event occurred during anterior cruciate ligament procedure. There was no delay in the surgery as a new implant was opened to complete the procedure without delay and problems. There was no surgical intervention planned (e.g. X-rays, additional/change in procedures, prescriptions, otc, revisions)? There were no patient consequences or impact to the user or patient.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A manufacturing record evaluation was performed for the finished device [u1911136] number, and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in chile that during an unknown surgery on an unknown date, it was observed that the vapr clplse90 electrode w hand cntrls device was not working. According to the reporter, it would not suck. Another like device was used to complete the surgery. It was unknown if there was a delay in the surgical procedure or if a spare device was available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that the coolpulse 90 fails (228147) it does not suck. The complaint device was received and evaluated. No visual damages in the device, saline residues were observed in the suction tube, sings of activation can be observed. Due to the failure reported is related to suction, the device will be sent to supplier for further evaluation. Supplier evaluation result for vapr clplse90 electrode w hand cntrls: the device has not been returned in its original packaging, the active tip looks in a used condition, with evidence of activation and debris around the active tip, tissue debris visible inside active tip suction port, residue in suction tube, no visible damage to the device shaft, handle, cable or plug. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, and hipot active return), as a result all parameters passed. The device was functional testing, the test included different values as generator connection, flow test and activation test, as result the flow test fail. Flow test post-activation fail. Further investigation: multiple attempts to free the blockage was conducted; including a positive pressure applied to the suction path of the device, along with a negative pressure, and both conducted whilst activating the device. None of these attempts were successful in clearing the blockage to restore the flow rate within specification. To confirm the location of the blockage, a thin gauge wire was inserted into the suction tube of the device and fed up the suction path until the blockage was reached. This confirmed that the blockage was at the distal end of the device and was caused by procedural debris. Manipulation of the blockage with the wire freed the blockage and flow value within specification of 240 ml/min was achieved. Supplier summary: the complaint that the ¿device did not suck¿ was substantiated from the testing performed. The device failed to achieve the flow specification criteria during the functional testing. The blockage was located at the distal end of the suction path and was caused by procedural debris at the tip. Once this was cleared the flow specification criteria was achieved. From our investigation we were able to confirm the reported suction issue with an out of specification flow value being recorded for the returned device. The fault was confirmed to be tissue debris blocking the suction path at the distal end of the device. The product IFU cautions not to allow the electrode to become covered in tissue debris. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.